Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported poor suction with a patient interface (pi). There are multiple related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Event occurred before surgery during test.